Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The moderately tortuous and severely calcified target lesion was located in the coronary artery. A 10/3.75 flextome cutting balloon was selected for use. During the procedure, upon first inflation, the balloon ruptured at 6 atmospheres. The ruptured balloon was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.